Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. No excessive no delivery alarms max fill reached alarms were noted. The pump passed all the operating currents tested within the specification range and passed the off no power test. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings and excessive no delivery alarms from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer stated that the alarm occurred during a bolus. The customer was assisted in performing a 5.0 unit fixed prime. The customer stated that the insulin did exit and the pump alarmed no delivery. The insulin pump will be returned for analysis.